Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the event date is unk. It was reported to boston scientific corp that a button replacement gastrostomy device was placed (B)(6)2009. According to the complainant, approx two months post placement, during a post gastrostomy check, it was observed that the nutritional fluid was leaking at the connector where the feeding tube attaches to the button. On (B)(6)2009, this device was replaced with another button replacement gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.